Event description:
Product was returned as implant failure at 14 months. Implant was loaded. Report stated that, the pt has excessive biting or chewing habit, and pt's oral hygiene was described as having mild inflammation of the gums. It also stated that his bone quality was insufficient.